Event description:
It was reported that the rotation speed suddenly changed without being adjusted. A rotablator rotational atherectomy system was selected for use. During the procedure, it was noted that the rotation speed changed although the physician did not adjust it. The procedure was completed with this device. There were no complications reported and the patient was stable post procedure.